Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during use interaction with the anatomy/other devices compromised the device such that after removal inadvertent mishandling when the polymer coating was wiped away with a gauze resulted in the reported polymer material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The pilot guide wire was used however when the guide wire was removed from the patient, the guide wire was wiped down and the polymer coating peeled off. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.